Event description:
Steris received a call from a customer concerning the discovery that they were incorrectly connecting their scopes to the steris system 1 processor. The facility expressed concern regarding the sterility of the scopes after they were processed. Steris informed the customer that sterility could not be assured, since the scopes were not processed according to the co's instructions. To date the facility has not had any reports of an adverse event associated with the incorrect processing of their scopes.